Event description:
The scissor mechanism that opens and closes the folding walker, the nut on the bolt holding the legs in place, came off. Pulled all rollators of this type and placed in "defective" area. Will return to access point for evaluation.